Manufacturer narrative:
Pr 9284827 follow up MDR for correction. It has been determined that this MDR was submitted in error. The reported event was determined to be not reportable to the FDA.

Event description:
No additional information.

Event description:
Material#: 305110 batch#: unknown. It was reported by customer that caller reported past event of [unable to push plunger to insert insulin ]. Verbatim: rcc received a complaint via email. Email(s) attached. ¿ caller reported past event of [unable to push plunger to insert insulin ] ¿ with how many syringes/needles did the caller experience the issue? - [2] ¿ did all issues occur on the same day? ¿ no. Issues occurred: [10/15/23]. ¿ was the syringe/needle reused? - no. ¿ product with issue - bd 26 g, 3/8" needle, pn 305110. ¿ is product available for return to bd? ¿ no. ¿ product lot # - unavailable. ¿ did issue cause any injury? - no. ¿ how did the caller resolve the issue? ¿ [caller reports she changed needle & was able to load catridge.].

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.